Event description:
Physician reported capsular contracture - baker grade IV. MRI has been performed. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.